Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device alarmed with " panel connection lost "

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: device alarmed with " panel connection lost."

Manufacturer narrative:
Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. No patient was connected to the ventilator at the time of the event. The root cause was determined to be a defective vu esm board. In consequence (correction) vu esm board with part number msp396377 was replaced (rga 79890). There was no patient or user harm. This device was produced before 2015. No UDI available.

Event description:
Hamilton medical ag received the following incident description: device alarmed with " panel connection lost".